Event description:
The customer reported to olympus, the ultrasound gastrovideoscope had liquid crystal damage on the ultrasound tip. There were no reports of patient harm or impact associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating and the acoustic lens was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the adhesive around the objective lens, the adhesive around the light guide lens and the adhesive on the bending section cover had wear. The connecting tube had buckling; the ultrasonic probe was loose; the universal cord was deformed; the charged coupled device unit was in the position of the charged coupled device cable limited length for repair and the distal end had a scratch. Due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to wear of lock engagement lever, the upward/downward angulation control knob cannot be locked securely; due to a scratch on acoustic lens damage level; did not reach to the glue-layer, insulation resistance value did not meet the standard value and due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens is damaged could be determined however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.